Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
It is reported by the surgeon that during follow-up care he took xrays and observed that the easyclip is broken although the patient received a plaster. A revision surgery is not scheduled.